Manufacturer narrative:
The reason for this revision surgery was a fracture of the lima revision distal stem after approximately 3.5 years in vivo. The date of the revision surgery is unknown, but is thought to be within a few days of (B)(6) 2014. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there are no prior complaints of any type against the 428-20-200 lima revision distal stem. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. The pre-revision x-ray image clearly shows the lima revision distal stem on the patient's left side, fractured at the neck just below the morse taper. This is the region of the component with the smallest cross-sectional area and the highest stresses, so is the most likely location for fracture in the event of loading beyond design limits. The x-ray also shows what appears to be a primary total hip arthroplasty on the patient's right side, and a bilateral lumbar/sacral pedicle screw construct (spinal fusion) spanning at least two levels. The patient appears to have significant scoliosis, but does not from the x-ray appear to be obese. While a fall was not mentioned in the product complaint, the patient's physical condition as evidenced by the x-ray image makes a fall a distinct possibility, unless confirmed otherwise. Certain outside factors can play a role in implant fracture such as a patient fall or other trauma, excessive range-of-motion, or damage to the implant during initial placement. If the removed components become available for inspection, this complaint investigation can be reopened, and a more definitive root cause determination may be possible.

Event description:
Revision surgery - the patient heard a snap and knew something was wrong. X-rays showed the lima stem had broken.